Manufacturer narrative:
A patient's cervical scs lead had fractured was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's cervical scs lead had fractured. Surgical intervention may take place at a later date to address the issue.